Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose was 26.0 and 16.8 mmol within 20 minutes, with a difference of 38%. Pt did not experience any adverse events. No further info has been reported.